Event description:
While resetting unit at the clinic, machine went beyond extension parameters. Health provider stopped device, took pt out, and ice was applied. Pt complained of pain. Pt called dr who advised pt to stop device use for 1 week. If pain persists, pt to dr. At this time no medical intervention needed.